Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8578 (lot: n298959003); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who with an implantable pump infusing an unknown drug. It was reported that the catheter was completely explanted and replaced. Additional information was received from the manufacturer representative. It was reported that the patient was having a pump replacement due to elective replacement indicator. When the pocket was opened, the catheter broke off near the pump segment.

Manufacturer narrative:
H3. Pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 10: visual inspection identified a break in the catheter. Visual inspection of the sutureless connector (sc) identified {coring/ tearing/cuts} in the cup of the connector. Pli 30: visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.